Manufacturer narrative:
Follow-up #1 date of submission 05/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed unexplained power on resets observed in the black box on (B)(6) at 13:06; deliveries resumed (B)(6) at 11:14. The battery compartment is cracked on the side near the threads and cracked above bumper pad. Battery cap was not retuned. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test. There was no power interruptions duplicated during this time. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The cartridge cap was not returned; test cartridge cap used to complete testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power, intermittent power (damage) issue. The reporter stated that the battery compartment was cracked. The reporter stated that the patient had a blood glucose (bg) of 20mmol/l with polydipsia, lethargy and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power (damage) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.